Event description:
The crutch tips wore through and the end user fell. He states he re-injured his shoulder which requires surgical intervention.

Manufacturer narrative:
The end user reported that while walking in his home, the crutch tips wore through and he fell. He states he re-injured his shoulder that had previously been surgically repaired and now needs additional surgical intervention. It was not clear what injury resulted as his report was not consistent and no medical documentation was provided. The sample was not returned for evaluation and no photos were sent. The end user stated that the crutches were not manufactured by medline, only the tips. The overall care and condition of the crutches/tips is not known. It is not known what role if any, the crutches may have played in the reported incident. At this time we have not confirmed the issue or identified a root cause. However, due to the reported incident, this medwatch is being filed.